Event description:
Capio suture broke off inside patient. Possible capio hand piece or suture error. The dart from the capio suture broke off. The doctor said it malfunctioned and the suture dart came off or fell off or was cut off and he could not capture the suture and the dart is now left inside the patient. Cannot retrieve. FDA safety report ids# (B)(4).